Event description:
(B)(6) was admitted to (B)(6) on (B)(6) 2018 with hematuria. Her labs were consistent with hemolysis but both transthoracic echo and cta showed no evidence of pump obstruction due to thrombus. Her lvad flows and powers continued to rise, concerning for progression of thrombus. On (B)(6) 2018, she was brought to the operating room and underwent heartware lvad pump exchange with dr. (B)(6).